Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: sample received shows mixed needle. Returned photo and sample showed the reported defect. DHR review: no similar defect was found in process and outgoing inspection. No notification was raised for this defect. Review of the machine history tracking, showed there is no related machine issue detected during the production. Conclusion: confirmed, bd was able to duplicate or confirm the customers¿ indicated failure mode. The product was not within specification. The assembled needle from previous batch was jammed at the tight spot of the flipper holder and was not discarded. The following corrective actions were implemented for mixed needles: install the toggle switch for the flipper to ensure jammed part is cleared off by changing the flipper direction. Update the changeover checklist ((B)(4)) to include this change. Fmea has been updated to include this change. The above actions are implemented in (B)(6) 2017. The affected production batch was produced prior to the implementation date. Probable root cause: machine no CAPA is required as the corrective actions have been implemented.

Event description:
It was reported that the bd¿ hypodermic needle product was mixed in with the incorrect batch. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction from : medical device expiration date: 02/28/2018. To: medical device expiration date: 02/28/2022.